Manufacturer narrative:
(B)(4).

Event description:
It was reported that the estimated battery life with the left ins was 55 months and would occur approximately in october 2013 (battery voltage 3.72). The right sided ins estimated battery life was 21 months (battery voltage 3.67). Low voltages were ran on the right sided ins. The patient was shaking more and had increased tremors on the right side since (B)(6). Her tremor has always been worse on the left side. It was noted that the patient has not had any falls. The patient becomes imbalanced is the amps are set too high. The device was fine. Contact 0 on the left side has always been high so it was not used. Impedance measurements looked good with both inss. It has not been decided yet if just the right ins will be replaced for nearing battery depletion or both. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006. Product type: lead: product ID 3387s-40, lot# v006341, implanted: (B)(6) 2006. Product type: lead: product ID 3550-05, lot# lc1513, implanted: (B)(6) 2006. Product type: accessory: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).